Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to oversensing of noise leading to inappropriate mode switching and pacing inhibition in a patient with sick sinus syndrome (sss). This ra lead was replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was disposed.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown product performance issue. This ra lead was replaced. No additional adverse patient effects were reported.